Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please clarify if there were any patient consequences? Could you please clarify the statement you made regarding ¿ the patient was discharged from hospital now¿? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.  A manufacturing record evaluation was performed for the finished device ec45a lot number u95r76 and no non-conformances were identified. Manufacturing date: 11/19/2020. Expiration date: 10/31/2023.

Event description:
It was reported that during hepatic wedge resection, after fired, the surgeon noted staples malformed with serious irregular shape, that led to serious oozing, the amount of oozing was unknown, changed another one to complete the operation, the patient was discharged from hospital now. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2021. Additional information: 1. How was the bleeding controlled? Unknown. 2. How much blood was lost (ml)? Unknown. 3. Did the patient require a transfusion? No. 4. Could you please clarify if there were any patient consequences? No patient consequence. 5. Could you please clarify the statement you made regarding ¿ the patient was discharged from hospital now?" The patient discharged from hospital now. 6. Is the patient hospital stay typical for this procedure? 7. Or was the patient's hospital stay extended? 8. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?